Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to adhesive peeling on a-rubber, connection between bending section and connecting tube is detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cystonephrofiberscope was returned to the service center with a report of sheath breakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, connection between bending section and connecting tube is detached was found and most likely due to adhesive peeling on the a-rubber. There was no patient involvement.